Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The product code (B)(4) was not provided.

Event description:
An advocate from germany stated she tested her son's blood glucose on the contour next link 2.4 at 8:34am while he was sleeping and the reading was 40mg/dl. He did not show signs of hypoglycemia. She retested him on another contour next link 2.4 and the reading was 120mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned for evaluation. The strip information was not provided.